Event description:
During a puncture the end of the needle has broke in the patient. The entire needle is retrieved and removed from the patient. "As per cc form": on the same time/intervention. First pass with echo-hd-22-c (2 punctures), the patrician doesn't have a nice biopsy so it takes a 2 needles echo-hd-20-c. This product breaks at 2 different places. The customer say: tumor very hard, pancreas head so the echoendoscope is in the 2 duodenum with very plications. At the time of pricking the mandrel was withdrawn by 1 cm and the patrician has the impression that the needle has never entered the tumor. The needle broke immediately. All needle fragments are recovered without endoscope breakage. Lab evaluation: 11 april 2022. Visual inspection: approx. 3cm of needle advanced out of tip of sheath when needle handle advanced to position 8 which indicates a needle break. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet able to be removed from device with a little difficulty. Stylet able to be inserted fully with slight difficulty. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the ratio has a fold or curvature in the needle, where is it located? End of the procore window and 10 cm end of the needle. Please describe the location in the body of the intended target site (pancreas, stomach, etc.). Head of the pancreas extremely hard tumor. Please describe the size of the intended target site. +/- 2cm. What is the manufacturer of the endoscope and the model number used with this device? Fujifilm . Was access to the targeted site difficult? Yes. Was the endoscope in the bent or twisted position at any time during the procedure? Twisted. Was it difficult for the needle to penetrate the target site? Yes. Was the stylus in place inside the needle as it advanced into the targeted site? Not removed by 1 cm. How many biopsies have been obtained using this needle? O. Has a section of the device detached inside the patient? Yes. Was the needle completely retracted when the device was removed from the patient? Yes. Examples of rpn prefixes (but not limited to): echo. For complaints arising during use (once in contact with endoscope), also ask: if the ratio has a fold or curvature in the needle, where is it located? End of the procore window and 10 cm end of the needle. Please describe the location in the body of the intended target site (pancreas, stomach, etc.). Head of the pancreas extremely hard tumor. Please describe the size of the intended target site. +/- 2cm. What is the manufacturer of the endoscope and the model number used with this device? Fujifilm. Was access to the targeted site difficult? Yes. Was the endoscope in the bent or twisted position at any time during the procedure? Twisted. Was it difficult for the needle to penetrate the target site? Yes. Was the stylus in place inside the needle as it advanced into the targeted site? Not removed by 1 cm. How many biopsies have been obtained using this needle? O. Has a section of the device detached inside the patient? Yes. Was the needle completely retracted when the device was removed from the patient? Yes.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA 510k #k210476. Device evaluation: 1 unit of lot c1860213 of echo-hd-3-20-c was returned opened not in its original packaging. Lab evaluation: the device involved in this complaint was evaluated in the laboratory on 07 april 2022. The distal end of the needle was observed to be broken. The device was returned with the stylet retracted, document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1860213 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1860213. The notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077). Root cause review: a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. Potentially the user error situation could have contributed to the needle break. Having the stylet in the correct position will reduce the impact onto the needle and by retracting the stylet it exposed the needle to extra forces¿ as the tumour itself was hard the extra support received by the stylet could have led to the failure of distal break . Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. "There weren¿t pieces in the patient's body.". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up report submitted due to the completion of the investigation on 15 dec 2022.